Event description:
It was reported that during implant, the pulse generator exhibited an error message and erratic impedance values. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found that the device exhibited backup vvi mode due to power on reset. After a product code download, normal function resumed.